Event description:
Patient was reportedly experiencing a mild ear infection on newly implanted ear at the incision site. Patient was given augmentin 500/125 mg for 10 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's infection has cleared and patient remains implanted. This is the final report.